Manufacturer narrative:
The site evaluation of the incident reported: "following a tonsillectomy procedure, it was noted that the position of the megadyne electrode as it was inserted in the valleylab pencil had approximately 0.30 cm to 0.50 cm of the non-insulated portion of the shaft exposed where the electrode mates with the pencil. When the megadyne electrode is fully inserted as intended there is no portion of uninsulated shaft exposed. The incorrect positioning was not intentional, and it is unclear how it came to be in that position. This exposed conductive portion was in a position during the procedure that coincides with the location of the unintended lesion that occurred on the patient's mouth. The lesion occurred at the left corner of the patient's mouth. The same pencil and electrode were used at the right side of the mouth prior to the left side for the same procedure without injury." To date, the pencil and generator have not been returned for evaluation.

Event description:
The report stated that during a tonsillectomy, an alternate site burn occurred at the left corner of the patient's mouth. The hospital report referred to it as a serious injury but provided no details on how the injury was treated or final outcome.